Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred during a robotic laparoscopic sleeve gastrectomy. The device started to cut and some sta ples formed, others were starting to form but it stopped twice and could not fire anymore during first firing on the stomach. Two different reloads and one reload were partially fired on the back table. There was incomplete staple line on distal end. Another handle, adaptor, and reload were used in order to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. It was uploaded and indicated 36 autoclave cycles for the adapter. Functionally a pmv representative loading unit was successfully loaded into the adapter and fired on test media. A pmv representative single used loading unit (sulu) was inserted onto the adapter with a pmv device handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.